Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented to the clinic for routine follow up, post paced t-wave oversensing on the ventricular channel was observed on a stored egm. Programming changes were made. Patient will be monitored.